Manufacturer narrative:
The retained cartridge was evaluated by product analysis on 09/11/2013 with the following findings: the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #3 date of submission (B)(6) 2015-device evaluation: additional evaluation by product analysis was done on (B)(6) 2015 with the following findings: evaluation revealed that the pump was exercised for 24 hours with no loss of primes occurring. Force calibration failed at 110. Force sensor removed and tested- resistance value was found to be out of specifications. A dim display with red hue letters was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 09/02/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump information from date of pi has been overwritten. Investigators were unable to confirm or duplicate the complaint during investigation. Rewind, load cartridge and prime steps performed successfully with no alarms. The pump exercised for 24 hours with no loss of primes occurring. Force calibration failed at 110. Force sensor removed and tested- resistance value was found to be out of specifications. A dim display- letters have a red hue was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.